Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb. After passing functional and performance testing, the device was returned to the customer. During further evaluation of the pcb, is was found that the board had a temporary lockup during shock in sync. Root cause could not be determined. The therapy pcb was archived by physio-control.

Event description:
Physio-control received a report from the customer that the device froze. They reported, "equipment failed to deliver a shock, froze and power cycle when it ran overnight connected to a simulator with the sync mode on." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from the customer that the device froze. They reported, "equipment failed to deliver a shock, froze and power cycle when it ran overnight connected to a simulator with the sync mode on." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated to this event.